Event description:
Chronic abdominal pain, around navel -umbilical hernia - mesh repair-, around the waistline and lower back. Laparoscopic umbilical hernia ethicon mesh repair, dr performed at the hospital. Procedure was for a mesh repair for a 2 cm incarcerated umbilical hernia. Proceed mesh, ethicon pcdmi, 6x6, lot number zcg210 and fastened in place by metal tacks. Dates of use: still implanted: 2007 -- 2009. Diagnosis or reason for use: chronic abdominal pain, around navel, waistline and lower. Event abated after use stopped or dose reduced: no.